Event description:
Hold for kp 3.25as reported: "washout and revision surgery information. Revision yesterday was performed to treat the ongoing infection." Left knee. Initial washout and poly swap reported on 12-january-2022. A 5x9 cs insert (implanted (B)(6) 2022), size 4 cr femoral component, size 5 tibial baseplate and a35x10 mm asymmetric patella (implanted (B)(6) 2021) were revised to a 5x11 ts insert, size 4 ps femoral component, size 5 universal baseplate, a35x10 mm asymmetric patella, and femoral distal fixation plug.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: triathlon p/a cr beaded #4l; cat#5517f401; lot#nde7y tritanium bplate triathlon s5; cat#5536b500; lot#ctd64962 triathlon asym patella a35x10; cat#5551l350; lot#lla487 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.